Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the insertion handle is broken off and missing.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to user technique/misuse due to the handle being manipulated side-to-side while attached to the mating instrument, placing a force on the tabs allowing them to bend and break at the undercut location. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.